Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level as a result of this issue. Technical support assisted the customer in resetting the pump and provided instructions on how to proceed. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact support again if any further issues arise.